Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 changing your pod chapter 3 / pages 33 warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient¿s blood glucose (bg) reached 400 mg/dl while wearing the pod between 1 and 4 hours. While patient was reporting this pod for (elevated bg levels), it was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. When removed from the infusion site, the pod's cannula was found bent. As treatment, a new pod was applied.

Manufacturer narrative:
Investigation found no defects or deficiencies that would contribute to the reported high bg (blood glucose) levels, or a failure of the pod¿s ability to deliver insulin. The soft cannula was observed and no bend/kink was noted. The needle mechanism was observed to be in deployed position. Correction to initial MDR as noted below: device returned to manufacturer?: yes. Device evaluated by manufacturer?: no. Reason device not evaluated by mfg: device evaluation anticipated, but not yet begun. Add'l mfg narrative: the device was returned and is pending investigation.